Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied during a laparoscopic gastroplasty procedure, the surgeon was able to press the green button and squeeze the handle. The stapler was also able to fire but trigger and load broke. They replaced devices to complete the case. There was no patient injury.